Event description:
It was reported that: "stem would not fit on inserter. The doctor was upset as this happened previously."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.